Event description:
A portion of a removed port - a catheter was discovered on CT film retained in arteriole of pulmonary artery. Pt. Had a bard port a cath inserted on (B)(6) 2011 for chemotherapy administration due to metastatic breast cancer. Due to leakage the patient had the catheter removed in the physician office on (B)(6) 2012.